Event description:
Note: this report pertains to one of two nephromax dilatation catheter used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax dilatation catheter was used in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst under 20 atm which caused a lot of bleeding to the patient. Reportedly, the patient stayed at the hospital for one week before being discharged. The same issue occurred with the second nephromax dilatation catheter. The percutaneous nephrolithotomy procedure was cancelled. Additional information received on 29apr2019 it was reported that the device was used in the nephrostomy tract. Reportedly, the bleeding was treated by pressure blood transfusion. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. A visual examination of the returned complaint device confirmed that the balloon was unfolded and had been subjected to positive pressure. A longitudinal tear was also noted at the balloon material located from the proximal edge of the distal markerband extending across the balloon material. There were no other issues noted with the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two nephromax dilatation catheter used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax dilatation catheter was used in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst under 20 atm which caused a lot of bleeding to the patient. Reportedly, the patient stayed at the hospital for one week before being discharged. The same issue occurred with the second nephromax dilatation catheter. The percutaneous nephrolithotomy procedure was cancelled.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device confirmed that the balloon was unfolded and had been subjected to positive pressure. A longitudinal tear was also noted at the balloon material located from the proximal edge of the distal markerband extending distally across the balloon material. The catheter was noted to be kinked located distal to the strain relief. There were no other issues noted with the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two nephromax dilatation catheter used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax dilatation catheter was used in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst under 20 atm which caused a lot of bleeding to the patient. Reportedly, the patient stayed at the hospital for one week before being discharged. The same issue occurred with the second nephromax dilatation catheter. The percutaneous nephrolithotomy procedure was cancelled.